Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Dor: (B)(6) 2020: patient received a total revision of the right hip to treat pain secondary to suspected armd. Upon entering the joint, the surgeon identifies and excises scar tissue and a pseudocyst. The cup was well-fixed but vertical, and revised. The stem and sleeve were well-fixed but revised. There was no wear identified on the revised metal liner. The head had some trunnionosis, but no evidence of wear, and was revised. The surgeon notes there was no metallosis in the joint and no pseudotumor present. The patient was revised with depuy products. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. X-ray images have been reviewed and the only allegation that could be confirmed was the cup being mispositioned. The root cause could not be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right hip to address metallosis date of implantation: (B)(6) 2002, date of revision: (B)(6) 2020, (right hip). Treatment: revision of head and liner products.